Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 350cc and experienced spontaneous bilateral deflation and pain. The patient felt the implants getting smaller. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This is for the right side implant, see manufacturer report number 1645337-2019-07844 for contralateral prosthesis.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the right implant was intact and patient had bilateral capsular contracture; baker grade unknown. Patient underwent explantation and replacement on (B)(6) 2019 with natrelle inspira catalog #: scx-525; s/n: (B)(4) on the right and with natrelle inspira catalog #: scx-525; s/n: (B)(4) on the left side. The date of implant was corrected to (B)(6) 2012. This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).